Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a no disposable pump won't run alarm. Air present in the tubing. No patient injury was reported.

Manufacturer narrative:
No product was returned for evaluation. The reported event could not be verified or confirmed. The investigation indicated that the most probable, but unconfirmed, cause to be a faulty downstream occlusion sensor. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (11-oct-2011) and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.